Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs not withstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. Event problem and evaluation codes: (B)(4). Method: actual device evaluated. Result: \wear problem. (Exemption number e2015036).

Event description:
Pentax of america initiated field correction 2017-001-c which included inspection of the seal around the distal body and distal cap of the ed-3490tk duodenoscope pursuant to predefined inspection criteria (et-hf-p-0013 rev. 00). The objective of the inspection was to verify there were no defects/discontinuities in the seal between the distal body and distal cap. The inspectional criteria was defined as, "all seal surfaces observed shall be continuous and smooth with no outward signs of discontinuity, gaps or bubbles." A device was considered to fail the inspection if any element of the criteria was not met. The customer owned device was inspected onsite by pentax representative on 13/feb/2018 for seal between distal body and distal cap. The device failed the inspection criteria. The duodenoscope was received at pentax service facility on 22/feb/2018 where the inspector found the following failures: insertion tube gauge/dig at stage 1. Passed dry leak test. Lightguide prong cover glass set loose. Passed wet leak test. Distal cap missing silicone. Bending rubbersevere discoloration. Operation channel- primary mild resistance. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will include the distal case/cap, which will be replaced and resealed pursuant to the field correction, along with miscellaneous parts, and returned to the user once completed. Parts replaced: o-rings and seals. Air/water tube. Deflector operating wire. Operation channel. Adjusting collar. Angle wire. Bending rubber. Segment attaching screw. Distal case attaching screw. Insertion flexible tube. Segment assy attaching screw. Rl pulley assy. Ud pulley assy. Distal case/cap.